Manufacturer narrative:
The date received by manufacturer on follow-up #1 should have reflected the date of (B)(6) 2010. As per the arrangements discussed with (B)(4) at FDA, this MDR is being submitted for correction as explained to the agency in a (B)(4) 2011 letter addressed to (B)(6).

Event description:
An adc customer reported receiving a hospital laboratory reading of 50mg/dl as compared to his adc meter reading of 250mg/dl obtained within a 10 minute timeframe. When plotted on the parkes error grid, the results fell within the 'd' zone and are considered clinically significant. Customer had lost consciousness in his home prior to meter testing and the lab and adc meter results were obtained upon arrival to the hospital. The report further stated he was dehydrated, anemic and diagnosed with pneumonia. There was no diabetes-related diagnosis or treatment reported. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
Manufacture date for meter sn is unknown. Date indicated is manufacturer's awareness date. The product has been requested back for investigation and a follow-up submission will be sent if product is received and the investigation has been completed.

Event description:
The patient reported experiencing air bubbles in the infusion tubing and adapter for the past 8 weeks. Her blood glucose has elevated to 450 mg/dl and she changed the infusion set and bolused through the infusion device. Her normal blood glucose range is 120-150 mg/dl. She stated, she does not allow insulin to reach room temperature prior to use. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
Customer returned meter (B) (4) was returned for investigation. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. Similar reading to that reported by the customer were found in meter memory.